Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer's representative that prior to use in an implant procedure, the implantable cardioverter defibrillator (ICD) was interrogated successfully while still within the sterile packaging. Approximately 10-15 minutes later, the ICD lost telemetry with the programmer and was unable to be re-interrogated unless the programmer was reset. The same issue occurred with the ICD when interrogated with a different programmer. A different ICD was interrogated with one of the programmers used without issue or loss of telemetry. The ICD was not used for the implant procedure as initially planned, and a different device was implanted. It was further reported by the manufacturer's representative that they attempted to interrogate the ICD again with a different programmer at a different facility but encountered the same issue and lost telemetry after 10 minutes. The device was not used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The rf module had a shorting/low resistance issue. Hybrid analysis revealed that the wireless telemetry failure was isolated to an internal fault in the m960722a001 bluetooth low energy module. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.